Event description:
The customer reported that the sys displayed a "cine disk is not available" error message, which resulted in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. All cine related connectors were cleaned and reseated. The system was then found to be operating as intended.